Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: chest injury and capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation surgery with two 650cc mentor memorygel breast implants experienced left sided capsular contracture baker unknown, rippling, right sided rupture and bilateral breast pain post procedure. On (B)(6) 2019, patient was involved in a car accident. As a result, patient underwent bilateral removal with no replacement on (B)(6)2019. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On january 10, 2024, mentor received additional information. Code a04 material integrity problem was added to accurately reflect the wrinkles/ripples observed in the patient's left prosthesis upon removal. Manufacturer¿s reference number: (B)(4).